Event description:
Reference MDR #1219856-2012-00237 for the first event involving the same patient. It was reported that while in the cath lab the m.d. Used the same insertion site, right femoral artery, to insert this intra-aortic balloon (iab). While inserting the iab through the sheath, the iab became stuck in the sheath. The iab could not be advanced forward and as a result, the m.d. Removed the iab and sheath. The m.d. Decided to not place "any iab catheter for this patient." There was no reported patient death or injury. Medical / surgical intervention was not required. The patient outcome is listed as stable. Additional information received on (B)(6) 2012 stated that the iab was prepped per instruction prior to insertion (the iab was tightly wrapped prior to insertion). The iab was inserted approximately 2cm "coming out of the sheath." The iab and sheath were removed as one unit. The patient is stable.

Manufacturer narrative:
Manufacturer control no. 44460. Follow-up report will be filed if additional information becomes available.